Manufacturer narrative:
The centrifuge was returned to beckman for repair. The repair eval found that the rotor was tilted (the rotor mounting that holds the rotor) and the motor was worn. The centrifuge was repaired by replacing the motor and returned to the customer. (B)(4).

Event description:
A customer in the united states reported grinding against the lid and a wrench error light from the statspin express 2 centrifuge. The customer stated that they had their gloves, coat and goggles on. There was no rotor failure or sample loss. No one is injured and there were no erroneous results generated.